Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00353. Reference MFR report: 3008829311-2017-00354. The patient had 4 leads (2 from lot ab2264 and 2 from lot ab2166) implanted as part of her axium neurostimulator system. It was reported the patient went to the emergency room on (B)(6) 2017 due to a possible (B)(6) infection. The patient's system was subsequently explanted (exact date of explant unable to be provided to the manufacturer). Reportedly, the patient is in stable condition.